Manufacturer narrative:
Other relevant device(s) are: product ID: vamf3636c150tj, serial/lot #: (B)(4), ubd: 08-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 67 mm diameter thoracic aortic aneurysm.   It was reported that during the index procedure, delivery was unable to be performed distally due to a previous blood vessel prosthesis implantation. The physician elected to perform a "pull-through" technique, where a long wire was passed through the right subclavian artery and the femoral artery. Tension was applied to the wire by pushing/pulling the wire to make it easier to advance and implant the device. When the delivery system was being removed, it became stuck near the brachiocephalic artery ostium and perforation of the aorta occurred. It was noted on angiography that there was contrast agent leaking from the aorta. After protamine neutralization, it was noted that the contrast leakage had reduced. The procedure was completed. It was reported during a CT scan one day post the index procedure the patient's condition suddenly deteriorated. Despite resuscitation attempts the patient expired. Per the physician the cause of the death was due to aortic rupture during the procedure. As per the physician, a part of the aorta which was damaged during the index procedure had thrombosed and occluded, and the thrombosed and occluded portion peeled off with the anatomy of the brachiocephalic artery noted as poor.

Manufacturer narrative:
Film evaluation summary: the exact cause of the events could not be determined from the pre-implant films provided. Images during implant were not available for return; therefore, the reported events could not be assessed. It appears highly likely that inability to implant via the extremely tortuous blood vessel prosthesis led to the inability to implant distally thru the femoral arteries. The reported removal difficulties at the brachiocephalic artery ostium and resulting perforation of the aorta was also likely anatomy related due to the angulation and observed calcification at the brachiocephalic and thoracic. User procedure related issues during this off-label usage may have also been a factor. If information is provided in the future, a supplemental report will be issued.